Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed shock lead impedance values high, out of range. According to the field representative the impedance appears to be more of an impedance rise over time as opposed to an abrupt increase, but the field representative is unaware of any corrective actions for this system. The rv lead remains in service. No adverse patient effects were reported.